Event description:
On (B)(6) 2018: patient was admitted for left heel debridement and cultures. A definitive report of osteomyelitis was noted from pathology and infectious disease consult was requested. On (B)(6) 2018: provena PICC line was inserted for antibiotic coverage in the left upper arm. On (B)(6) 2018: patient was stable and transferred to skilled nursing facility for antibiotic coverage. On (B)(6) 2018: while still at skilled nursing facility patient noted some leaking from his double lumen PICC line yet did not report to the nurse at that time. On (B)(6) 2018: the hub (purple) disconnected completed from the catheter lumen leaving an "open line" and skilled nursing staff "secured end with tape" primary care physician was notified. On (B)(6) 2018: per request of the patient's primary care physician patient was transported back to hospital to have PICC reassessed. The (left upper arm) damaged PICC line was discontinued and a new provena PICC line was inserted in the right upper arm. Patient tolerated procedure w/o noted adverse effect. On 02/09/2018: all lot numbers (rebx1581) have been removed from our stock.